Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from pm fasting meter-to-meter comparison of 73 mg/dl using true metrix air meter and 139 mg/dl using another device. The customer¿s expected am fasting blood glucose test result is 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 131 mg/dl using true metrix air meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 10/23/2024 and open vial date is 07/01/2023. The meter memory was reviewed for previous test result history (only one result provided):result 1: 73 mg/dl. Date: 7/1/2023. Time: 802 pm. Fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on (B)(6)2023 to ensure that the initial concern was resolved - able to establish contact with customer who stated is comfortable with the glucose readings from the product.